Manufacturer narrative:
On 02-jan-2024, a customer from united states notified biomérieux of false positive results due to a contamination leading to delayed results with emag® (ref. (B)(4), serial number (B)(6) . Following the issue, biomérieux opened the investigation inv-18662 ¿emag_sp3_us_cmv contamination of emag after vessel overflow¿. Emag contamination root cause could be variable and coming from several sources. It may come from: contaminated disposable or reagent; for this reason biomérieux advised the customer to replace all disposables and reagents (buffers, vessels, aspirator tips, silica, ic) with fresh ones. A defective part of the system, which leads to spraying positive sample in the working area. Environmental contamination caused by user handling. Another issue like vessel overflow, if a strong positive sample was in this overflowed vessel. An overflow occurred on the customer¿s system some days before observing cmv contamination. As part of the investigation, instrument logs were analyzed. It was noted that two days before the issue, the customer observed an overflow in the very same instrument due to a user error (wrong comb insertion as revealed by the instrument log files analysis). Biomérieux did not receive any further information concerning contamination tests, change of the reagents and consumables, or parts changed or not changed during the decontamination. Without more information, further investigation is not possible. This overflow caused by user error remains the most probable root cause of the emag contamination.

Event description:
On (B)(6) 2024, a customer from united states notified biomérieux of false positive results due to a contamination leading to delayed results with emag® (ref. (B)(4), serial number (B)(6)). The customer did a run on (B)(6) 2023 and deemed contaminated since all results were positive. The customer reran the batch and even negative control was positive (cmv controls are made manually by staff). No results were reported out. The customer reported that there was no patient harm or incorrect treatment due to the referenced issue. However, there was a delay in 24 patients (22 cmv, 2 hhv6) of more than 48 hours due to having to send the samples out. The product, emag system reference (B)(4), is marketed, sold and distributed in the united states. A biomérieux internal investigation will be initiated.